Manufacturer narrative:
Tatebayashi, suguru, et al. (2026). Real-world outcomes of non-transvenous icds in japan: subcutaneous vs. Extravascular systems. Japanese circulation society and saga university. Presented at the 90th annual meeting of the japanese circulation society. Oe01-5.

Event description:
It was reported per article of interest literature review that the authors retrospectively analyzed patients who underwent subcutaneous implantable cardioverter defibrillator (s-ICD) (n=57) or extra-vascular implantable cardioverter defibrillator (ev-ICD) (n=18) implantation at their hospital between february 2016 and august 2025, and compared efficacy and safety outcomes between groups. In the s-ICD group, 7 patients experienced appropriate shocks and 6 had inappropriate therapies. One patient developed a lead fracture and was switched to ev-ICD. Device infection occurred in 2 patients, and 1 patient required conversion to a transvenous implantable cardioverter defibrillator (tv-ICD) because of atrioventricular block. Five patients died during follow-up. No additional adverse patient effects were reported.